Manufacturer narrative:
Health effect - impact code updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device did not contribute to the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Our clinical investigation concluded: one single undated, unlabeled x-ray of a knee that reveal a foreign material bent and curled inside. The retained piece of the guidewire is comprised of nitinol, which is not intended for long-term implantation. However, since the broken piece is retained in the bone, micro-motion and or migration of the retained piece of guidewire is unlikely. Since there were no other complications reported, no further clinical/medical assessment is warranted at this time. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately and there were no indications to suggest the anticipated risk is not adequate. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when they inserted the biosure pk screw during an acl over the guidewire, the guidewire could then not be removed as it had bent. It then snapped off in the tunnel. This end could not be removed and was left in the patient. The procedure was completed with a s+n back-up device. A significant delay was reported, and no other complications were reported.